Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus france s.a.s. (Ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (1 cfu/endoscope). The testing result cleared the french guideline. Ofr made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The device was evaluated at ofr. As a result of the evaluation, the device was not damaged, so the device was returned to the user facility without any repair. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, it is unlikely that the culture test result was positive due to a device malfunction. The causal relationship between the reported event and the device was unclear because the evaluation result showed that there were no abnormalities or repair items on the device, and the location where the bacteria were detected could not be identified. Samples were collected from all channels after ofr reprocessed the device according to the instruction manual. The culture test results for the collected samples were negative. Olympus medical systems corp. (Omsc) confirmed that the instruction manual of the device describes the reprocessing procedure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, staphylococcus warneri (21cfu/100ml) and cellulomonas sp (4cfu/100ml) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.